Event description:
The customer reported, the system mixed pt images. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The hard drive was replaced and the software reloaded. The system was then found to be operating as intended.